Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the lower case was corroded, one bail cover and ring cover were broken, the lead flex cover and main seal were contaminated, the lead flex o-ring was compressed, the battery contacts were compressed, the ring was missing and the liquid crystal display (lcd) lens adhesive was showing in the display viewable area.